Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure the physician found that there was the abnormal part on the ultrasound image. The procedure was aborted. After the procedure, it was found that there was a breakage on the surface of the ultrasonic transducer of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device with the microscope and found that there was the damage on the ultrasound transducer which was looked like it was stripped off. Therefore omsc concluded that the reported phenomenon was attributed to the scrubbing of the ultrasound transducer with the excessive force due to the inappropriate handling by the user. The instruction manual of the subject device stated the appropriate handing.